Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the fluid leak and disconnection could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly fell out of the patient and had allegedly leaked approximately 3oz or more of chemotherapy medication causing chemical burns to the patient¿s collar bone area where port was placed. It was further reported that the patient was treated for the alleged burns, but it is unknown what type of medication was used for treatment. Reportedly, the port was removed and replaced with a new port, and the patient finished treatment with an intravenous catheter. Evidently, the patient got expired from cancer disease and the relationship between the patient's death and the device used was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly fell out of the patient and had allegedly leaked approximately 3oz or more of chemotherapy medication causing chemical burns to the patient¿s collar bone area where port was placed. It was further reported that the patient was treated for the alleged burns, but it is unknown what type of medication was used for treatment. Reportedly, the port was removed and replaced with a new port, and the patient finished treatment with an intravenous catheter. Evidently, the patient got expired from cancer disease and the relationship between the patient's death and the device used was not provided.